Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter hmx analyzer with autoloader was leaking a greenish fluid. Customer reported that leak was due to a hole in the tubing passing through vl38. The customer replaced the tubing. Vl38 opens path from bleach probe to the blood sampling valve module. Only bleach flows through the tubing at vl38. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).